Event description:
Boston scientific received info that this right ventricular (rv) lead was found to be damaged at the suture sleeve site. As a result of the lead and lead insulation damage the rv lead was removed and replaced. No adverse pt effects were reported during the revision procedure.